Event description:
It was reported that the pt suffered from bilateral mixed hearing loss and was implanted with a vibrant soundbridge in 2009. At the activation, the bone conduction threshold has deteriorated to such an extent that the pt was no longer inside the indication criteria for a vibrant soundbridge. The device was working well. The pt asked to be explanted. Surgery was carried out two months later

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device analysis will be submitted as a follow up report.